Event description:
Event description guidant received information that 4 months ago, this implantable transvenous defibrillation lead exhibited pacing impedances measurments of greater than 3000 ohms. All lead measurements now are normal and stable. ,